Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a supera stent delivery system advanced to the superficial femoral artery (sfa), heavily calcified lesion. The stent was partially deployed, about 1 inch. It was then noted that the device ratchet teeth were not engaging to continue stent deployment. The thumbslide was utilized back and forth without any more stent coming out of the delivery system. The device was turned and rotated with no success. The device was removed from the anatomy, removing the partially implanted stent. Another supera stent was implanted without issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(46). Evaluation summary: visual and functional inspections were performed on the returned device. The thumb slide was able to be cycled back and forth without resistance until the stent implant was fully deployed; thus, the reported difficulty was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.